Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip that was completely detached from its base. The broken piece was returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tips of the fenestrated bipolar forceps instrument did not align. The instrument was removed from the patient, and upon inspection, one side of the tip broke off. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the contact confirmed that the reported issue occurred during a da vinci-assisted surgical procedure and did not involve fragments falling into the patient anatomy. It was unknown if the instrument collided with any other instrument or hard material during the surgical procedure or if a back-up da vinci instrument was utilized to complete the procedure. Patient demographics and patient-related information was requested, but unknown by the customer.